Event description:
It was reported that the insulin pump alarmed no delivery during fixed prime process. Troubleshooting was done and insulin did not exit the tubing. The caller was advised to change the infusion set and the reservoir and to call back if the alarm occurs again. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.